Manufacturer narrative:
One hotline 3 blood and fluid warmer was returned for analysis. Upon visual inspection the drain fitting was cracked, reservoir bolts were cracked and old style pcb. The tank was filled with water; confirming the complaint that the tank was leaking. Based on the evidence, the root cause was found due to wear and tear.

Event description:
Information was received indicating that the bottom tank to a smiths medical level 1 hotline 3 blood and fluid warmer is reported to be leaking. There were no reported adverse effects.